Manufacturer narrative:
The commander delivery system was not returned for evaluation and no photographs of the device or relevant imagery of the procedure was provided. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. During the manufacturing process, the entire delivery system is visually inspected and tested several times. During flex tip assembly to the commander delivery system, the outer diameter of the flex tip is inspected/verified as the flex tip represents the largest delivery system component that is passed through the sheath. During manufacturing, the balloon is 100% inspected for the following: fish eyes, crow¿s feet, deformation, gel spots and contamination. In addition, the working length, balloon diameter, proximal and distal leg ids and proximal leg od and double wall thickness measurements are inspected. The crimp balloons undergo 100% inspections for balloon double wall thickness and visually inspected for defects and cosmetic appearance, foreign matter, impurity or contamination, fish eyes and gel spots under minimum 8x magnification. The inflation balloons undergoes 100% inspections for contamination. The crimp balloon to inflation balloon laser bond is 100% inspected for the following: inspect laser weld joint to accept smooth bond joint with no gaps between components and reject bubbles that cover more bond area than shown. The delivery system balloons are 100% inspected for the balloon size before the pleating and folding process: rejected if the balloon does not pass through the go gauge and rejected if the balloon does pass through nogo gauge, otherwise, the balloon is accepted. After pleating and folding is completed, the balloon is visually inspected for fold lines, and rejected for distorted/pinched folds. Assembled devices undergo 100% final inspections by manufacturing and quality for the following: (distal to proximal visual inspection) the inflation and crimp balloons are 100% visually inspected for distorted/pinched folds, wrinkles/waviness and fold lines. The crimp balloon to balloon shaft bond is inspected for divots, bubbles, braided wire exposure, and weld joint defects. During packaging, the delivery system was 100% inspected for obvious visual defects or damage. In addition, all lots are required to undergo product verification testing under a sampling basis. The lot number for this complaint was not provided; however, the lot would have been released only if all tests were passed. The following was performed for the test samples: visually inspected to ensure the devices were free of physical defects such as kinks, cracks, and loose or missing components, prior to functional testing. The system retrieval force utl must have been below the usl of 38 n. All samples had the inflation/crimp balloon bonds inspected for tears and verified to be intact. The inflation balloon to crimp balloon laser weld tensile strength was tested. The tensile strength lower tolerance limit (ltl) must have been above the lower specification limit (lsl) of 38 n. The crimp balloon to outer balloon shaft laser weld tensile strength was tested. The tensile strength ltl must have been above the lsl of 38 n. The balloon spring to guidewire shaft tensile strength was tested. The tensile strength ltl must have been above the lsl of 15 n. Note: since the delivery system work order number was not provided, the documents referenced in this section are the latest revisions, but are representative of the processes that the device went through. These instructions and inspections during the manufacturing process support that it is unlikely a manufacturing nonconformance contributed to the complaint event. A device history review (DHR) and a lot history review were unable to be performed because the work order information was not provided. A review of complaint history from november 2016 to october 2017 for the edwards commander delivery system (all models and sizes) revealed returned complaints ¿distal tip, nose tip ¿ separated¿ and no labeling or IFU inadequacies or manufacturing nonconformances were identified and review of complaint history revealed that the occurrence rates did not exceed the october 2017 control limit for the trend category of ¿separated¿. No corrective or preventative action was required. A review of complaint history from november 2016 to october 2017 for the edwards commander delivery system (all models and sizes) revealed ten confirmed complaints for ¿delivery system ¿ withdrawal difficulty¿. There were no labeling or IFU inadequacies or manufacturing nonconformanaces associated with the complaints. The occurrence rate did not exceed the control limits for ¿withdrawal difficulty in the month of october 2017. No corrective or preventative action was required. The use of a sapien 3 (s3) with the commander delivery system (ds) for a tricuspid valve in valve procedure is not indicated for use in the united kingdom at this time. Therefore the ifus do not instruct the operator for this situation. No evidence of a product nonconformance or IFU deficiency was identified. As such, no fmea assessment is required. Additionally, per the description summary, ¿the valve was successfully implanted and the patient is in good conditions.¿ the device was not returned for evaluation and the reported events of ¿distal tip, nose tip ¿ separated¿ and ¿delivery system ¿ withdrawal difficulty¿ were unable to be confirmed due to the unavailability of the relevant device, photographs, videos, or imagery. In this case, available information suggests that procedural factors (delivery system stuck on permanent pacing lead, off label use) may have contributed to the reported event. As the device was not returned, it cannot be determined if a manufacturing non-conformances contributed to the event. No labeling or IFU inadequacies have been identified and review of complaint history revealed that the occurrence rates do not exceed the october 2017 control limits for the respective trend categories. Therefore, no pra or corrective or preventative action are required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported through our british affiliate, after valve deployment of a 26mm sapien 3 valve in the tricuspid position inside an existing tricuspid valve, the balloon of the commander delivery system ¿got stuck¿ on a pacing lead. A portion of the balloon remained in the patient and was successfully snared and removed. The valve was successfully implanted and the patient is stable.